Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician could not secure the passive fixation atrial lead. The lead was removed. An active fixation model was successfully implanted.